Event description:
Additional information was received that in (B)(6)2018 the s-ICD and electrode were explanted. The patient was implanted with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
No further information is available at this time. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that in late-(B)(6) 2017, the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. The device's sensing vector was changed from secondary to primary and smart pass was manually programmed on. Additional information was received in early-(B)(6) 2018 that the patient had more untreated episodes due to t-wave oversensing. X-rays were taken, which showed the electrode had pulled down and the s-ICD was low. The s-ICD was turned off and the patient received a life vest. The plan is to either reposition the electrode and s-ICD or replace the system with a transvenous system. No patient symptoms were reported. The field representative will provide additional information when it becomes available.